Manufacturer narrative:
It was reported by the respiratory trainer at the patient¿s home on (B)(6) 2023 to perform full face mask training with the universal circuit connector, that the patient experienced an event of oxygen desaturation and was subsequently hospitalized. Prior to the trainer¿s arrival, the patient had been short of breath (sob) during the day and was off the life2000 all day. The patient then decided to try her life2000 and had just put it on before the trainer arrived. The trainer stated the patient was extremely sob, using accessory muscles, and her spo2 was 58% on the prescribed 4 lpm of o2 through the life2000. The trainer attempted to increase her o2 to the max flow of 5 lpm on the patient¿s everflo 5l home oxygen concentrator, but the ball on the flow meter would not increase. The trainer then removed the o2 tubing from the life2000 to switch the patient over to her CPAP device and the ball on the oxygen concentrator moved up and the patient¿s spo2 increased to 88% on 5 lpm via the oxygen concentrator. Per the patient¿s prescription, the physician wants the patient¿s spo2 over 90%. The trainer stated there was no ball drop noted when the patient was on her prescribed o2 through the life2000, no kinked tubing, and no device alarms. The trainer called 911 and the patient was transported to the hospital and admitted for high co2. The patient is a 65-year-old female with a medical history of chronic respiratory failure - unspecified whether with hypoxia or hypercapnia, copd secondary to smoking, diabetes, morbid obesity, anemia, chronic kidney disease, essential hypertension, edema of both legs, and hypoxia. According to clinical notes from (B)(6) 2023, ¿patient needs to be compliant; she was already provided with noninvasive ventilation for home use, but it appears that she is not using it properly and effectively. Respiratory therapist has talked to the patient in detail. If the patient does not use noninvasive ventilation as prescribed at home, she is likely to get worse with frequent hospitalizations and poor prognosis. Patient is encouraged and advised to use this as prescribed.¿ while the patient was still hospitalized, the baxter respiratory clinician spoke with the patient and hospital respiratory therapist (rt). Per the rt, direction from the physician was to have the patient wear her bipap device at night and with naps. Follow up information was conveyed by the baxter respiratory trainer who received a message from the case manager at the hospital stating the patient¿s physician wants the patient on bipap at night and the life2000 during the day. The patient was discharged from the hospital on (B)(6) 2023, and the trainer would be seeing the patient to set her back up on the life2000 with appropriate settings. The device is not being returned to baxter as the patient is resuming use of the device per physician direction. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the event of oxygen desaturation to 58% accompanied by extreme sob and use of accessory muscles is considered life-threatening, concluding a serious injury occurred. The patient¿s spo2 increased to 88% with medical intervention, which included switching to an alternate means of oxygen therapy with an increase in oxygen flow from the prescribed set point of 4 lpm to 5 lpm and transportation to the hospital by emergency medical services with subsequent hospitalization. The cause of the reported event is unknown but likely multifactorial due to the patient¿s underlying pulmonary pathology, non-compliance with noninvasive ventilation therapy (use error), and the inability to increase oxygen flow on the everflo oxygen concentrator while connected to the life2000 during the reported event. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology.

Event description:
It was reported by the respiratory trainer at the patient¿s home on (B)(6) 2023 to perform full face mask training with the universal circuit connector, that the patient experienced an event of oxygen desaturation and was subsequently hospitalized. This report was filed in our complaint handling system as complaint (B)(4).